Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl. Cause was not known. A correction bolus and a manual dose injection were delivered to address bg. The customer reached out to healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.